Event description:
Procedure performed: sleeve gastrectomy event description: an incident occurred on ca500 during a sleeve gastrectomy (lot 1487790), the (B)(6) 2023 at [hospital]. There wasn¿t incident on patient. When surgeon wanted to deliver the third clip, the clip wasn¿t into jaws and so it wasn¿t released. During this procedure, this incident happened three times. This surgeon used to use this device and know how to use it. Nurses too, the trigger was moved normally. Handpiece is available for return. Customer wants a replacement. Information received from applied medical representative via email 29nov23: the issue happened three times with the same device. Surgeon continue with the defective device. No other devices involved. Patient status: no clinical impact to the patient intervention: surgeon continue with the defective device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: sleeve gastrectomy. Event description: an incident occurred on ca500 during a sleeve gastrectomy (lot 1487790), the (b)(3) 2023 at hospital. There wasn¿t incident on patient. When surgeon wanted to deliver the third clip, the clip wasn¿t into jaws and so it wasn¿t released. During this procedure, this incident happened three times. This surgeon used to use this device and know how to use it. Nurses too, the trigger was moved normally. Handpiece is available for return. Customer wants a replacement. Information received from applied medical representative via email (b)(3) 2023: the issue happened three times with the same device. Surgeon continue with the defective device. No other devices involved. Patient status: no clinical impact to the patient. Intervention: surgeon continue with the defective device.